Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 1056 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir was empty when the customer arrived at the hospital. According to the insulin pump's history files, no boluses had been performed in the five days proceeding the event. Nothing further was reported.